Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was reporting that, medications were not syncing to pyxis more than 20min. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was reporting that, medications were not syncing to pyxis more than 20min. A technical support specialist dialed into station and confirmed that there was no indication of a disconnected status or device communication issue. The customer was contacted and confirmed that the issue had been resolved. Their hit team verified that it was an internal issue, which has since been fixed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was reporting that, medications were not syncing to pyxis more than 20min. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.